Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 7482, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3387-40, lot# j0454977v, implanted: (B)(6) 2005, product type: lead; product ID 3387-40, lot# j0454516v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient had high impedances. It was stated that readings of >4000 ohms were read on "all or some unipolar pairs". It was stated that while impedance test was ran, the patient's tremors "got much worse". It was noted that "current impedance measurements are normal". Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was that contact #7 had high impedances. It was stated that the lead contributed to the event. The "group" had impedances of greater that 4,000 ohms. The lead issue was unknown. The patient was reprogrammed to use contact #6. It was stated that there was "good control". The patient symptoms had been a worse tremor and the patient's gait was worse. The patient did not require hospitalization and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).